Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the ecs25 staples partially formed. The surgeon put overstitches to complete the case. Another instrument was used to complete the case.